Manufacturer narrative:
DHR review: the quality records indicate that this component met all requirements to perform as intended. Review of event description: it was reported by the customer to french competent authority (ansm) that there was a favorable evolution on the left total hip prosthesis implanted on (B)(6) 2010. Then progressive pains growing appeared : metallosis intra-articular/ synovitis reaction/ visible metal particles. A revision surgery was realized on (B)(6) 2019 to change the acetabulum and the head. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 46, code l, taper 18/20; ref: 0100181460; lot: 2446462. Concomitant medical products - therapy date: (B)(6) 2019. The manufacturer received documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with outside us durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the USA which was initiated in november 2009 as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain, metallosis, synovitis.